Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an innacurate reference.

Event description:
Consumer complaint of low control test results. Performed control test, result were 20 mg/dl, outside of the required control range of 31-61 mg/dl. Based on parkes error grid analysis, the bias between the control result given (30) and the highest result that could be correctly obtained (61) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of low control test results. Performed control test, result were 20 mg/dl, outside of the required control range of 31-61 mg/dl. Based on parkes error grid analysis, the bias between the control result given (30) and the highest result that could be correctly obtained (61) is located in zone b/c. No adverse event reported.